Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving dilaudid (concentration unknown by the reporter; dose was 12 mg/day) via an implanted pump. On (B)(6) 2015, the dilaudid was removed and saline was put in the pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic pain in his back due to degenerate disc disease, a broken neck, and bone loss. In (B)(6) 2015, after dilaudid was removed from the pump and replaced with saline, the patient started vomiting for 4 days straight. He was vomiting up blood, then got clots, and now had ulcers which were found with an endoscope; they cauterized the ulcers. His ¿mood was agitated¿ after they removed the dilaudid as well. He was put on (B)(4) which was later ¿cut out.¿ at the refill on (B)(6) 2015, when the hcp (healthcare provider) went to pull the medication out, the hcp got ¿nothing but bubbles.¿ the patient was experiencing discomfort where the catheter went in and a lot of pain on the outside of his spine. They took an x-ray on (B)(6) and found that the catheter had ¿fused into my spine.¿ the plan was to have the pump removed on (B)(6). On (B)(6) 2015, additional information was received from the patient and it was reported that the va only provided pain medication for acute pain. The patient had medicaid insurance. His pain level was 7-8 constantly. He was referred for physical therapy. The patient stated that he may have the pump taken out. The day the saline was put in, the patient stated that he ¿felt like his swollen and threw up for 4 days straight.¿ all the medication was shut off on one day; he was not titrated. The patient did not have a pump managing physician and was looking for one. The diagnostics and troubleshooting performed, the actions/interventions take, the cause of the catheter issue and bubbles being pulled out at refill, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.